Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of tonsillitis (not device related) is considered an unexpected adverse drug experience. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional (hcp) reported patient injected with 1ml of juvéderm® volux¿ in chin (c1 & c2). Three months later, patient presented with a swollen chin and was suffering from tonsillitis (unrelated to the device). The swelling has subsided.

Event description:
Symptoms resolved approximately nine months after date of onset.